Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA: 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the device validation codes were not worked, and the pharmacy had to give them override codes each time when they try to issue a medication. A technical support specialist confirmed issue was resolved. The case was closed after multiple attempts with no response.

Event description:
It was reported by the customer that bd pyxis¿ medbank tower all drawers and cubies had unexpectedly opened. Customer stated that it happened with about 10 cubies. Nurse could not pull any meds and just closed the cubies and the drawer but it showed med was issued. There were no adverse events or injuries reported based on this incident.